Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that they were on their way to the beach when the insulin pump alarmed off no power and it shut down. Mother stated that they inserted a new battery and it worked. It was stated that the customer did not receive a low battery alert prior to the off no power. She also reported that the device has a crack on the reservoir compartment. Blood glucose value was 170 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.